Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid ureteroscope exhibited a broken and loose plug valve fixing screw. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report was sent in error as broken and loose plug valve fixing screw would not cause or contribute to a death or a serious injury if it were to recur.